Event description:
The reporter stated that during a spinal surgery procedure using the vu c.pod intervertebral body fusion device, the surgeon was attempting to lock the implant into place and observed that the metal locking mechanism inside of the implant appeared to be missing. The surgery was completed using a spare implant. There was no adverse outcome for the patient.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. A review of the complaint log showed that this is the second recorded incident of this kind. A review of the device history record showed no related anomalies. The implant was received for evaluation. It was observed that both pins were present, but were not protruding into the center instruments hole. The pins appeared to have been pushed outward into the body of the implant. It was considered likely that the cause of the reported incident was use of too much force with the inserter. The issue was addressed in the failure modes and effects analysis (fmea) if the product design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.